Manufacturer narrative:
Engineering evaluation: the events: necrosis, hypoaesthesia, pain are already addressed in the instructions for use (IFU) for restylane perlane. Persistent watering of the eye is not explicitly mentioned in the labeling but can be considered related to the hypoaesthesia. It is stated in the IFU that knowledge of the anatomy of treatment site and special caution are required in order to avoid perforation or compression of vessels, nerves and other vulnerable structures. No corrective or preventive action will be initiated. Similar events have been reported after treatment with restylane perlane previously. The cumulative reporting frequency for neurological symptoms is 0.001 % and for necrosis 0.001 % after restylane perlane treatments. Manufacturer narrative: lot number was not reported. Trend analysis and a batch record review cannot be performed. Pharmacovigilance comment: a causal relation between the events and the treatment procedure seems possible. The injection technique may have contributed to potential nerve injury and necrosis. Follow-up information was obtained on 13-may-2016 and the case was assessed as fulfilling serious criteria for regulatory reporting due to the intervention required to treat necrosis to prevent permanent damage to a body structure.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 03-may-2016 by a nurse which refers to a female aged unknown. Follow-up information from 04-may-2016 and 13-may-2016 is also included. The patient's medical history contained nothing relevant. No allergies. On (B)(6) 2016, the patient received treatment with unknown amount of restylane perlane (unknown lot) to the medial cheeks with 31g bd needle and bolus technique. During injection, on (B)(6) 2016, the patient experienced pain and pressure behind right eye(pain). Three hours later, on (B)(6) 2016, the patient experienced numb feeling(implant site hypoaesthesia) on her right lower face including her teeth. Two days later, on (B)(6) 2016, the patient experienced severe, necrosis of skin tissue(implant site necrosis) at the right cheek. Unknown time later, in (B)(6) 2016, the patient experienced persistent watering of eye (lacrimation increased) at the right eye. On the same day 3 hours after treatment, patient contacted nurse reporting a numb feeling on her right lower face including her teeth. She also reported a "very bad pain" behind her right eye, despite taking pain killers (no specifics provided). Patient was contacted by nurse the next morning and the symptoms were still present. Nurse checked with patient regarding colour and warmth of skin and both were normal. Follow-up information from another clinic on (B)(6) 2016: on injection over patient's right infraorbital region she experienced extreme localized pain and referred numbness to her lip and teeth, she also felt extreme pressure behind her right eye. Injections were continued and the patient was sent home being told all symptoms would settle over a couple of hours. On (B)(6) 2016 the symptoms had not settled and on discussion with the injector patient was sent to an emergency department for assessment of her right eye. Patient was discharged from ed with normal vision and normal pressures, however extreme pain persisted. The patient was followed up by an ed nurse practitioner on (B)(6) 2016 and on examination of a photograph, necrosis was evident over her infraorbital area and she was referred to a clinic for hyalase treatment. On (B)(6) 2016 the patient presented at the other clinic with extreme pain over the infraorbital region, numbness of her right cheek, right lip and teeth, pressure behind her right eye with persistent watering of her right eye, and necrosis of skin tissue over the infraorbital region. Patient was injected with 1000 iu of hyalase [hyaluronidase] in and around the necrotic area. The symptoms settled over the following few hours. On (B)(6) 2016 the patient was reviewed again by the second clinic and referred to her local optometrist for further eye examination. On (B)(6) 2016, patient is feeling much better, necrosis area looking better perfused but still slightly purple. Patient is still complaining of persistent pressure behind her right eye and persistent watering of her right eye. At the time of the report, the events were recovering/resolving.